Manufacturer narrative:
Additional information: additional information received indicated that the lens rotation happened on the same day of surgery, on (B)(6) 2020, during post operation evaluation. The following field was updated accordingly: section b3: date of event: (B)(6) 2020. Corrected data: section e1: establishment name: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. Date of event: date of event: unknown, not provided. Implant date. If explanted, give date: not applicable as the device remains implanted. Telephone number (B)(6). (B)(4): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported of a 40 degree rotation of an intraocular lens (iol) in the left eye of a patient. The reposition of the lens was performed on (B)(6) 2020 and reportedly the patient is doing very well. No further intervention was required. No further information was provided.